Event description:
The patient was undergoing a coil embolization procedure using a benchmark delivery catheter. Following a successful procedure, the physician found that the benchmark had become kinked during the procedure. The procedure was already complete when noticed and there was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the benchmark delivery catheter was kinked approximately 12.0 cm from the hub. There were also kinks approximately 1.0 and 4.5 cm from the distal tip, and ovalization approximately 8.5 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that, at the end of the case, the physician noted that the bmk was kinked; however, the case was completed successfully before the damage was noted. Evaluation of the returned device revealed that the bmk shaft was kinked and ovalized. This type of damage typically occurs if the device was improperly handled during use. If the device was maneuvered at an angle while force was being applied, it is likely that damage such as this may occur. These devices are 100% visually and inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.